Event description:
Healthcare professional via nbir reported "capsular contracture baker grade IV", device migration/implant malposition", "rupture" and "wrinkling". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, capsular contracture, baker grade IV